Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose for (B)(6). The customer's most recent glucose reading was 302mg/dl, and she was treated with the insulin pump by giving herself a bolus. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed and high pressure test and the tests passed. The customer called back and stated that her blood glucose continued being high and she is going to the emergency room. No further information was provided.